Manufacturer narrative:
The device received with cracked or detached end cap. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify air bubble, no delivery alarm due to cracked/detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed for no delivery. The customer¿s blood glucose level was 293 mg/dl at the time of the incident. Customer stated that high pressure test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.